Manufacturer narrative:
The device was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a chemoclave¿ universal vented vial spike where a spill of chemotherapy drug was noted from hole of the filter during the aspiration phase. There was no adverse event reported.